Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error button error alarm. The customer blood glucose level was 350 mg/dl. Customer sated insulin pump had pump error alarm. Customer reports they were able to clear the alarm also able to complete rewind. Assisted customer in performing displacement test it was passed. The device will be return for analysis.